Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part number: 03.037.022, lot number: f-22687, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 23. Jan. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an im nailing of the right hip procedure on (B)(6) 2020, the cannulated stepped drill bit malfunctioned due to surgeon error. It was mentioned that while inserting the guide wire, the surgeon bent the guide wire and when the drill bit was inserted, it was pushed against the nail. The drill bit could not advance and it broke the tip off. The surgeon replaced the guide wire with a straight guide wire. There were fragments generated from the broken device and the small pieces were not removed. The procedure was successfully completed with the use of another drill bit. There was no surgical delay reported. Patient status was reported as good. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity 1). This report is for 1 6mm/9mm cannulated stepped drill bit. This is report 1 of 2 for (B)(4).